Manufacturer narrative:
Concomitant medical products: cook fusion omni-tome, fs-omni; cook fusion wire lock, fs-wl-o-s. Investigation evaluation: our evaluation of the product said to be involved confirmed damage to the distal end of the wire guide. There is wire guide coating damage near the distal end. The coil spring is still attached to the distal end of the wire guide. A section of wire guide coating is hanging off of the wire guide at approximately 10.4 cm from the distal end. From approximately 10.4 cm to 12.3 cm from the distal end, the wire guide coating has peeled away exposing the core wire. The wire guide coating appears stretched and lighter in color approximately 10.4 cm to 13.0 cm from the distal end. The wire guide has kinks between 147 cm and 149 cm from the distal end. The wire guide appears to have been rubbed against something, as the wire guide feels rough throughout with some areas of discoloration throughout. Due to the condition of the returned device, it cannot be determined if any sections of the coating are missing. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use instruct the user to do the following: "prior to removing wire guide from holder, flush with 30 cc of sterile water." Failure to flush the wire guide can result in damage to the wire guide. The instructions for use instruct the user to do the following: "flush endoscope accessory channel and/or lumen of device with sterile water, then insert wire guide floppy end first. Note: for best results, wire guide should be kept wet, if applicable." Failure to flush the endoscope channel can result in damage to the wire guide. The instructions for use precaution the user that this product is not compatible with metal tip devices. "Use of this wire guide with metal tip ercp devices may result in damage to the external coating and/or tip of the wire guide." The reported observation can occur if the wire guide was used with an incompatible accessory device. If additional pressure is applied to the wire guide and/or accessory device(s) while moving the wire guide inside the accessory device(s), this could contribute to wire guide coating damage. According to the report, the physician felt a lot of resistance when using the wire guide. Prior to distribution, all acrobat calibrated tip wire guides are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
On 09/08/2016, we received the following information from the sales rep: during an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook acrobat calibrated tip wire guide. This wire guide was used with a cook fusion omni-tome. Per the sales representative, "there was no problem with the acrobat wire guide, just a complaint with sphincterotome." On 09/12/2016, we received the device at cook endoscopy for evaluation. There is coating damage at the distal end of the device.